Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands were deployed off the ligator but the bands did not deploy onto the varices. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6:imdrf device code a050502 captures the reportable event of bands misfired.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands were deployed off the ligator but the bands did not deploy onto the varices. A second speedband superview super 7 was used; however, the same problem happened. The bands were just deployed into the esophagus instead of deploying onto the varix. It was reported that the physician tightened the trip wire. The device was removed from the scope, and the procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfired. Block h2 (correction): block b5 has been corrected.